Event description:
Patient experienced a substantial increase in seizures following parameter reduction and was no longer able to control their seizures with use of the magnet. Additional programming changes were made and the patient is reportedly doing well since then.